Manufacturer narrative:
(B)(4).

Manufacturer narrative:
September 03, 2015 10:17 am (gmt-4:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the t.w. Power supply pig tail was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.